Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported a patient did not clean the exchange area before starting peritoneal dialysis (pd) therapy, and acquired peritonitis coincident with pd therapy. It was also reported that the patient dropped an unspecified line on the floor. The patient was not hospitalized for the event. The patient received treatment with unknown antibiotics (route, dose, frequency not reported). Dianeal therapy was ongoing. The patient was recovering from the event of peritonitis at the time of the report. No additional information is available.